Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested on 09/27/2011 and 10/10/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).